Event description:
The customer reported approximately thirty (30) milliliters of wash solution leaked from the cap piercer and on top of sample tube caps during manual loading of a sample involving the unicel dxc 800 synchron system. The fluid remained within the instrument. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and cleaned up the fluid with paper towels. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) cleaned and removed debris from line #180, the cap piercer waste line quick connect fitting and resolved the issue. The instrument conformed to the manufacturer's published specifications. (B)(4).